Manufacturer narrative:
(B)(6). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) and using a ngage nitinol stone extractor, the basket failed to close while inside of the patient's kidney. Multiple attempts were made. Dusting of stone was required for complete clearance of the stone. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were required due to the occurrence.

Manufacturer narrative:
Event summary: as reported, during a retrograde intrarenal surgery (rirs) and using a ngage nitinol stone extractor, the basket failed to close while inside of the patient's kidney. Multiple attempts were made. Dusting of stone was required for complete clearance of the stone. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were required due to the occurrence. Investigation - evaluation: reviews of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned with the basket in the closed position. All fittings were tight, and the basket sheath was kinked approximately 11.2cm from distal end of support sheath. The handle actuated the basket assembly with no hesitation or difficulty. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state the following: ¿enclose device in sheath before removing from tray/holder.¿ ¿excessive force could damage device.¿ ¿store in a dark, cool, dry place.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.